Event description:
It was reported that an erbe electrosurgical unit (esu/generator) was involved in a patient incident during a vasectomy. The esu was used with a bipolar instrument and a monopolar instrument (note: specific product information regarding the instruments was not provided.) No information was provided regarding any other accessory used in the procedure or the settings of the equipment employed. During the procedure, the esu's two (2) pedal footswitch was used to activate each instrument. Upon wanting to activate the bipolar instrument that the surgeon was holding, the doctor inadvertently activated the footswitch pedal assigned to the monopolar instrument that had been placed on the patient's thigh. As a result, the unintentionally activated instrument caused a 1 cm² thermal burn on the thigh of the patient. Therefore, a wound dressing was applied to address the burn.

Manufacturer narrative:
The esu was not provided to erbe for an evaluation (note: no anomalies were found in the device history record (DHR) of the generator.). Based upon the information provided, no erbe equipment problem caused or contributed to the incident. As conveyed, the user accidentally activated an instrument that had been placed on the patient. Per the esu's user manual, only the instrument being used should be activated and as a warning "instruments that have been put down must not come into contact with the patient, medical personnel, or combustible materials." Erbe USA, inc. Is now closing the file on this event.